Event description:
It was reported to philips healthcare that the device displays a false asystole each time it is turned on. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.